Manufacturer narrative:
.

Event description:
It was reported by the physician that the patient's vns generator pocket is broken and that the wound opening has exposed that patient's generator. It was reported that, initially, the generator was going to be washed off every other day with dakin's solution and hydrogen peroxide and the use of a wound vac is also needed. It was also noted that betadine may be used as well. The physician later noted that the wound first came open sometime in (B)(6) of 2015. It was explained that the wound re-opening was initially caused by the re-implant of a new generator for the patient that occurred in (B)(6) of 2014. It was noted that the patient initially healed, but the patient is on medications that stop wound healing, as she has ms, which allowed for the wound to re-open. It was reported that an infection was first noted in (B)(6) 2015, but was staphylococcus aureus, which he stated was normal and non-pathogenic and not serious. It was reported that the infection went away and multiple cultures were taken between (B)(6) 2015 and only one additional culture (on (B)(6) 2015) also showed staphylococcus aureus and was not serious. An antibiotic was given for the staphylococcus aureus. It was also reported by the physician that they have tried to suture the wound two more times since if first came open on (B)(6) 2015, and neither held. It was noted that because of this patient's multiple other conditions, incomplete wound healing will have to be something she deals with. The most recent therapy stated was that the patient will come in weekly to have the pocket debrided and the patient is on a wound vac that is changed twice per week. The physician noted the patient is responding to this treatment. Review of device manufacturing records confirmed sterilization for both the generator and lead prior to distribution.